Event description:
Information was received indicating that a cadd legacy plus, mdl (B)(4), pump alarmed no disposable pump won't run. It was reported the device also exhibited an air bubble. Per reporter residual volume was: 96.5, rate 2.2. And 2.15 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).